Event description:
It was reported that leakage occurred past the plunger with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that an issue with their black plungers and product leaking out of the syringe.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Although no samples were received for evaluation, a quality notification was issued for the defect described in the verbatim. Potential root cause for the insecure stopper defect is associated with the assembly process. The insecure stopper defect was detected during the manufacture of this batch and a re-qualification was performed. It is possible a few syringes were able to escape detection. The defective rate could not be determined and the aql is not applicable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred past the plunger with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that an issue with their black plungers and product leaking out of the syringe.